Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The driver appeared to be in good condition overall with just some minor discoloration on the handle and the knob. Functional testing was done by rotating the knob, which showed that the driver was sticking during rotation. The driver was disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the driver had trouble rotating during a rib fixation surgery. No adverse events have been reported as a result of the malfunction.